Manufacturer narrative:
The returned device was evaluated and after investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The exposed portion of soft cannula was measured to be kinked. It could not be determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours their blood glucose level had rose to over 250 mg/dl. In addition it was reported that the pod was leaking during wear. As treatment, the patient applied a new pod and administered a bolus of 0.5 units of insulin.